Manufacturer narrative:
The customer's report that the tubing set separated under the drip chamber was confirmed based on visual inspection of the as-received set sample. The separation was at the engagement of the drip chamber and tubing components. Inspection of the separated tubing end observed insufficient to no solvent traces. Dimensional analysis of the separated tubing end and drip chamber outlet spigot were observed to be within specification. The root cause of the separation was identified as insufficient solvent due to equipment and/or operator error. The device history record for set model 72213n lot 20013050 shows the set was manufactured on 24jan2020 with a total of (B)(4). There were no quality notifications issued during the production build of this set.

Event description:
It was reported that the secondary tubing set separated under the drip chamber while priming with normal saline in the pharmacy. There was no patient involvement.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the secondary tubing set separated under the drip chamber while priming with normal saline in the pharmacy. There was no patient involvement.